Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, it was able to successfully program and run the pump without issue. A review of the event history log was performed with multiple infusions of 100, 300 and 900 ml/hour were programmed with no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not go past 261.9 milliliters. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.